Event description:
Additional information was received from a consumer via a healthcare professional (hcp) regarding the patient. It was reported that the patient's hip pain was tolerable now that the spinal cord stimulation was helping. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 399930, lot# v013744, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that they had ¿two single leads taken out¿ because they were ¿not programming¿ about a month or two prior to the report that they were replaced with a ¿paddle lead.¿ it was reported that the patient was having pain in their hips, lumbar area, and love handles for 5 ¿ 6 months prior to the call. The patient had met with a manufacturer representative and the patient was upset because they were not able to reprogram the stimulation to a satisfactory location prior to the lead replacement. The patient met with the same manufacturer representative after the replacement surgery on (B)(6) 2017 and stated that they ¿screwed it up.¿ the patient met with a different manufacturer representative and was able to have the ins reprogrammed to an acceptable location. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.